Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that sensor needle was missing. The customer¿s blood glucose level was 56 mg/dl. The customer reported that she inserted a second sensor and when removing the serter, the sensor was lifting and needle wasn¿t all the way in. The customer reported that after inserting the sensor there was bleeding. The troubleshooting was declined for low blood glucose. The low blood glucose was treated with a banana and peanut butter. The insulin pump will not be and sensor, serter will be returned for analysis.